Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. Note the serial number is correct on this report. The incorrect serial number of (B)(4) was listed on medwatch report # uf 2 (B)(4). Date of this report: 03/22/2016. Approximate age of device: n/a. Report sent to FDA: yes, 03/xx/2016. Location where event occurred: hospital. Report sent to manufacturer: yes, unknown. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was removed due to a malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.